Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this single chambered implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting egm showed patient appeared to be in an atrial driven arrhythmia with possible rapid ventricular response (rvr). The ICD delivered burst of anti-tachycardia pacing (atp) and four shocks. The shocks successfully converted the arrhythmia, and it was determined the shocks were inappropriate. Ts discussed programming options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.